Manufacturer narrative:
(B)(4). Date sent 8/26/2024. D4 batch # unk. B3: only event year known: 2024. H6: health effect: clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: were there any issues with staple formation (malformed staples, staple line missing staples, etc.)? If yes, please explain. Ans: hcp responded that donut shape is good, no mentioned about malformed stapler nor staple line missing staples. How was the procedure completed? Ans: surgeon proceed with ileostomy. Could you please clarify the statement you made regarding ¿surgeon proceed to perform ileostomy and put drainage.¿? Ans: surgeon proceeded to perform ileostomy, which is a procedure in which the lumen of the ileum, part of the small bowel, is brought through the abdominal wall via a surgically created opening called a stoma. Was the ileostomy planned for this procedure? Ans: surgeon perform it as a precaution due to double posterior leak at the anastomosis side. Did the leak alter the procedure in any way? Ans: hcp perform ileostomy as a precaution step. What is the source of information for the queries above (e.g., answered by the physician / provided from knowledge as you were present in the case) ans: hcp informed sales rep during follow up on the product complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anterior resection the hcp complaint on posterior leak on the end to end anastomosis upon firing of manual circular stapler (cdh29b). He notices posterior leak on the end to end anastomosis side via povidone when doing air leak test. Surgeon proceed to perform ileostomy and put drainage. Patient currently still okay. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No. Did the patient require revision surgery or hardware removal? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2024. Additional information was requested and the following was received: 1. What were the indications for surgery? Ans: anterior resection. 2. What surgical procedure was performed? Ans: anterior resection. 3. Did the patient receive any preoperative chemotherapy or radiation? Ans: no. 4. Were there any issues experienced with the device in the initial surgical procedure? Ans: no. 5. What healthcare professional fired the device and what is his/her experience with the device? Ans: general surgeon, not first time user for circular stapler. 6. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Ans: middle. 7. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Ans: yes. 8. Was the device difficult to close? Ans: no. 9. Was the device difficult to fire? Ans: no. 10. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Ans: 2 full round anticlockwise. 11. Did the healthcare professional receive audible & tactile feedback when firing the device? Ans: hcp didn't recall. 12. Was a complete transection of the white breakaway washer visually confirmed? Ans: yes . 13. What is the current status of the patient? Ans: healthy and discharged. 14. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Ans: hcp is unsure. 15. What is the source of information for the queries above (e.g., answered by the physician / provided from knowledge as you were present in the case) ans: answered by surgeon.